Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Event description:
The initial reporter questioned results for 3 patient samples tested for ise indirect na-k-cl for gen.2 (cl) and sodium electrode (na) on a cobas pro ise analytical unit. An example of discrepant results was provided for 1 patient sample. This medwatch will cover na. Refer to medwatch with a1 patient identifier pt- (B)(6) for information on the cl results. The initial cl result was 116 mmol/l. The repeat from a different cobas pro ise analyzer was 102 mmol/l. The initial na result was 155 mmol/l. The repeat from a different cobas pro ise analyzer was 138 mmol/l. The initial results were questioned by the doctor, prompting repeat testing.